Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a shoulder hemiarthroplasty on an unknown date. Subsequently, the patient is being considered for revision due to unknown reasons. No further information has been provided. Additional information received reported that patient was revised to a comprehensive reverse shoulder on (B)(6) 2015.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a shoulder hemiarthroplasty on an unknown date. Subsequently, the patient is being considered for revision due to unknown reasons. No further information has been provided.